Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, undersensing false pause episode issues was observed. There was loss of contact on the device moving in the pocket. No changes were recommended. Device remains implanted and is being monitored. Patient is stable.